Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the multiple new patients were not shown on station. A technical support specialist (tss) logged in to the server and was unable to open pes or health sight viewer (hsv) due to a web browser error. The certificate validity was verified, and services were restarted; however, the server was unable to connect to the database. Data synchronization logs were reviewed, revealing a server synchronization manager error indicating a failed database operation. The tss logged in to the database server, restarted the services, and restarted the world wide web publishing service again. Access to pes and hsv was restored. The customer was contacted and confirmed that everything was functioning correctly. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, multiple newly admitted patients were not appearing in pyxis. The customer was advised to check another station; however, the trauma pyxis station also did not load new patient profiles. A request was made for patient information, and the details were saved in ephi for further review. There were no adverse events or injuries reported based on this event.